Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a cardiac ablation procedure when an atrial map was created by pre-map, many low voltage areas (lva) were observed, and the myocardial tissue was in a damaged state. When pre-map was performed in both the right atrium and left atrium, the arrhythmia was visualized as circulating around the mitral isthmus. As the mitral isthmus region consisted of relatively healthy myocardial tissue, the approach was changed to creation of an anterior line on the anterior wall of the left atrium, where there were many lvas. For the anterior line, treatment was performed with the catheter using the radio frequency (rf) anterior setting. Near the center of the anterior line, ablations were performed twice with pulse field (pf). No atrioventricular (av) block occurred during treatment. The anterior line was able to be created, and the arrhythmia was able to be terminated. To create a post-map, pacing was performed with the inserted coronary sinus (cs) catheter while a map of the left atrium was created. On review of the post map, a block line had been created, and no finding suggestive of loss of potential was observed. After completion of the post-map, when pacing was stopped, intrinsic rhythm was poor and bradycardia, 40 beats per minute (bpm) occurred, so a temporary pacemaker was inserted. The case was completed. No further patient complications have been reported as a result of this event.